Event description:
Event description: perforation of duodenum occurred in the patient. Perforation occurred adjacent to the tip of the gastrojejunostomy tube. Patient developed peritonitis secondary to the perforation. The perforation occurred 2 days after the tube was placed. Perforation did not occur during tube placement.

Manufacturer narrative:
This report was found in the maude database on 06-18-2015, the user facility is unknown, and amt has not received any direct information. The device was not returned for inspection, so an analysis of the device could not be performed. Based on a review of the limited information, it is not believed that the device caused the duodenum perforation. Depending on the insertion method, the perforation could have been caused during placement by a guidewire or endoscope, and not the soft flexible tip of the gj device. It is not believed that the device malfunctioned. The tubing of the device is made of a soft silicone rubber, which would not cause a duodenum perforation by itself if correctly placed. The lot number was not provided, so a DHR review could not be completed and the device was not returned to amt for analysis. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report. We have assigned complaint number (B)(4) to this report.